Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022, information was received from an healthcare professional (hcp), regarding a patient receiving hydromorphone (1,000 mcg/ml, 367 mg/day) and prialt (30 mcg/ml, 11.011 mcg/day) via an implantable pump for non-malignant pain. It was reported the patient had an magnetic resonance imaging (MRI) on friday ((B)(6) 2022) and the date of the call was the first time interrogating the pump post-MRI. The hcp stated the pump had a motor stall alarm. The pump was not audibly alarming. Telemetry state was reviewed and the hcp was recommended to re-interrogate the pump. No symptoms or patient complications reported.